Event description:
No additional informaiton provided.

Manufacturer narrative:
1. The customer returned 1 video, no defective sample. The video shows leakage of the extension tubing near the small end of the catheter hub. 2. DHR/bhr review lot 2315207. 1-this batch of products were assembled at intima ii auto line 2 in november 2022, and packaged at r240 package line in november 2022. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the extension tubing batches used in this batch of products are 2298210, 2298211, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the extension tubing. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the video returned shows leakage of the extension tubing near the small end of the catheter hub. The root cause of this defect cannot be determined because there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the specific damage point and state of the extension tubing cannot be identified. The plant will continue to track and monitor such defects.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. On (B)(6) 2024, before the doctor was preparing to perform surgical treatment on the patient, the nurse found a leak in the wall of the closed intravenous indwelling needle when placing it for the patient. She immediately stopped using it and replaced it with a new one of the same origin, the same batch number and the same model. The closed intravenous indwelling needle did not cause harm to the patient. In subsequent operations, no similar problems were found with the same batch of products.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.